Event description:
Eva stop working during surgery: vitrectomy using cutters of vr27g and vr23g, piston pump and silicone oil injection / extraction, and phaco-diathermy. During this incident the intra ocular pressure was too high, which was not adjustable via the eva. So the surgeon had to remove all the irrigation tubing and instruments from the eye. After a restart of the unit with the same cartridge, the surgeon managed to finish the interventions.

Manufacturer narrative:
Follow up report #3 to FDA with the following updated conclusion: root cause the failure described here resulting in a car160 error generated by the system is caused by a calculation anomaly in the software. This is triggered only in very rare occasions where two different offset values are both zero. Effect when a car160 error is triggered, the system enters a safe state. In this case this means the clamping vacuum of the cartridge is released, which causes the cartridge to remain in situ (with connection to the irrigation source) providing irrigation pressure to the eye. In this safe state, with the pump disabled the pump is then unable to aspirate, by design. The intent of this mode is to provide a source of irrigation for the clinician if needed. At the same time, the surgeon is able to manually aspirate the eye (e.g. With instruments or a syringe) and as such eye pressure can be sustained even in the event of a complete pump failure. This is consistent with the requirements in iec80601 part 2-58, 2015 where such systems are considered not to have essential performance. Conclusion occasional pump failure, though unfortunate is foreseen in the design for eva. The eva system controls the pressure of fluids or gases that can be provided using the system. It also controls the back flush. The eva system provides feedback to the surgeon on the device performance, and in the event of a pump failure enables the surgeon to intervene manually to sustain eye pressure. The eva system is tested and compliant with iec 80601 medical electrical equipment part 2-58:2015 particular requirements for the basic safety and essential performance of lens removal devices and vitrectomy devices for ophthalmic surgery. The eva system is a device for professional use only with the surgeon present and activating the device during the use. The device provides feedback on the performance of the system; the surgeon monitors the effect on the patient. There are no malfunctions of the device that are beyond the response (reaction time) of the surgeon. The surgical procedure with the use of the eva system can be stopped and restarted at any time during the surgical procedure to mitigate any degradation of performance out of specification. Therefor there is no unacceptable risk associated with the failure or degradation of functions or features of the lens removal devices and vitrectomy devices. Given the mitigations described above regarding the "safe-state" and the ability of manual intervention by the surgeon, this anomaly is not considered to impact the risk / benefit profile of the eva. - attachment: [mir 43106_final report_signed.pdf]

Event description:
Eva stop working during surgery. During this incident the intraocular pressure was too high, which was not adjustable via the eva. So the surgeon had to remove all the irrigation tubing and instruments from the eye. After a restart of the unit with the same cartridge, the surgeon managed to finish the interventions. No harm, however potential harm could be retinal ischemia. The surgeon removed all instruments and tubings from the eye to prevent harm to the patient, afterwards rebooted the eva. After rebooted the eva, the surgery was successfully finished. The investigation has started. New information will be submitted in a supplemental.

Event description:
Eva stop working during surgery: vitrectomy using cutters of vr27g and vr23g, piston pump and silicone oil injection / extraction, and poco-diathermy. During this incident the intraocular pressure was too high, which was not adjustable via the eva.

Manufacturer narrative:
The car160 error is triggered when the pump piston that pumps fluid to the wastebag is not able to reach its controlled position. One of the physical causes triggering this error is if the outlet to the wastebag is too much restricted or blocked. As this was not what was reported, a further root cause analysis and through code review was performed and did reveil that in rare occasions a numerical error in the software could occur, leading to an undefined control position of the pump piston that pumps fluid to the waste bag. A risk analysis showed that in this event leading to the car160 error, there is no risk of hazardous situation for the patient. In the state where the eventual wrong piston position can occur, it cannot influence the fluid flow or pressure to the patients eye, it is only in direct connection to the wastebag. The triggering of the error has a consequence that the eva system must be rebooted, causing inconvenience and delay. A software fix has been identified and verified and will be made available in the next version of the eva software. At next version of the eva software (version 4.5) is planned for release in the end of october 2018.

Manufacturer narrative:
We have received a picture of the error message car160 which was provided to the user by the eva system during surgery. On jan 18, 2018 we received the cartridge and its tubings which were used during the surgery. Next, we have tested them. Our investigation determined that the cartridge and its tubings are functioning well within their specifications. The investigation on the root cause of car160 is still ongoing. We have found a possible link between the pump software and the car160 error message. At the moment, we cannot be certain yet that the cartridge was the root cause of the car 160 failure. Further investigation results will be reported in the next report.